Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a connectivity issue in which the dexcom g7 cgm became unpaired from the device and pairing to the ilet failed until troubleshooting steps were initiated. Symptoms included loss of glucose data transmission to the ilet. Outcomes included temporary interruption of cgm-driven insulin dosing decisions. Investigation included guided troubleshooting with power cycling, bluetooth toggling, and re-entry of the sensor pairing code, after which the pairing process restarted. Investigation of this case revealed a communication disruption consistent with a pairing failure between the cgm and the ilet, with no evidence of hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent bluetooth connection issue.